Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. 510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was conducted. The report indicates that the: part number: 03.628.104, synthes lot number: 8324766, release to warehouse date: 22.jul.2013, manufacturing site:(B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported from the loan set department, that during inspection orthokit specialist found two broken instruments on both tools there is no working thread, broken parts are not returned. No patient involvement. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. No patient involvement reported. Date of event is unknown. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number 03.628.104, lot number 8324766: release to warehouse date: july 22, 2013. Manufacturing site: hägendorf. No non-conformance reports (ncrs) were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was completed: the visual inspection of the returned reduction tool f/spondylolisth has shown strong wear marks on the surface of the instrument. Additionally, the threaded tip section is completely broken off. The review of the production history revealed that this instrument was manufactured in july 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. The measurements of the hardness after the hardening procedure were also within the specification. The used material was stainless steel 1.4542 as required. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. It is likely that too much mechanical force had been applied during use. H11: corrected data: h6: patient code 3191 reported on previous follow up medwatch to capture that there was no patient involved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.